Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, material rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast reconstruction with two 425cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including breast pain, neck and back pain, migraines, bigeminy pvc heart palpitations, joint pains, steady health decline, issues with heart, breathing, gall bladder, arthritis, vision, and hearing. In addition, the patient also experienced high blood pressure, tinnitus, eye sight diminishing, shortness of breath, anxiety, and depression. Since implantation, the patient reportedly started several medications and have undergone multiple tests (ekgs, heart catheterization test, stress testing, nuclear stress test, gall bladder ultrasound, and CT scan). The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral implant explantation, without replacements, on (B)(6) 2021. The ruptured left implant was observed to have yellow silicone post-implantation. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On july 6, 2021, the mentor failure analysis lab received the device for evaluation. On july 16, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 425cc breast implant was found to be ruptured, it was received in four parts. No discoloration was observed. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.4 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).